Event description:
It was reported the customer went to the emergency room (ER) due to an elevated blood glucose (bg) level of 500 mg/dl; due to needing settings adjustment. Customer was treated intravenously with fluids of saline and insulin. Reportedly, the customer was instructed to consult their health care provider to discuss their settings to better meet the customer¿s needs. Customer was released on (B)(6) 2021.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.